Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injuries. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it . No adverse affects to patients were reported.

Manufacturer narrative:
The problem was due to a component failure. The device was repaired by the manufacturer and returned. We are unaware about patient injuries.

Event description:
The laser system had a failure that did not allow to use it . No adverse affects to patients were reported.